Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally change the max bolus setting incorrectly. Tandem technical support guided the customer through adjusting the max bolus setting. Customer's blood glucose level was approximately 240.